Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the physician went down to verify placement they found the capsule in the pt's epiglottis. The pt was not injured following the procedure.